Event description:
A nurse reported low suction/vacuum levels during several procedures. All procedures were completed with no harm to the patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).